Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated he disconnected and did not press "stop". The patient also had an unused line open. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during drain 3 of 4. The patient stated he disconnected and did not press "stop". The patient also had an unused line open. Gts explained proper procedure, per the user manual, to the patient. The patient stated that he has been doing this for two years and knows what to do. The patient stated he has never closed the unused line and that he knows how to disconnect during the dwell. Gts explained that a large amount of air had entered into the disposable, therapy was now over, and that the patient should let their dialysis nurse know what happened. The patient got mad and started cursing. Gts then tried to assist the patient in ending therapy and the patient disconnected the call. No injury or medical intervention was reported.